Event description:
It was reported that the patient stated that every time they bend over, they feel dizzy and need to sit down. The patient stated that the device has been checked and they made all the adjustments they could on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).